Event description:
It was reported that a patient was found unresponsive at home by paramedics and was taken to the hospital with a blood glucose level of 40 mg/dl. The customer was treated with intravenous fluids, detail were unknown. The patient did not sustain any injuries and no permanent damage was identified. The customer declined a supplies or system check after discussing pump settings with a healthcare professional.